Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The patient received a blood glucose result of 29 mmol/l on the performa nano system. The patient was transported to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient with insulin injections. It was determined that the patient did not prime the infusion set, which was the cause of the elevated blood glucose levels. The patient's blood glucose levels were steadily decreasing and she is expected to be discharged from the hospital on 4/5/2018. The infusion device was not requested to be returned for product evaluation.